Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. Thermogard xp ivtm system was evaluated by zoll service at the customer site. The customer reported issue of thermogard exhibited mid: 09 (air trap assembly) error message and burning smell was confirmed during the event log review and initial functional testing. The root cause for both issues was determined to be a faulty air trap block assembly due to overflow of coolant into the air trap chamber. During the visual inspection, no physical damages were observed. Archive event log data was downloaded and noted several mid 09 (air trap assembly) error messages during reported event date. Following the repair, the thermogard console passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for the thermogard console with serial number (B)(4). (B)(4), reported on oct 03, 2018. Air trap block was replaced to address the issue.

Event description:
During patient intravascular temperature management (ivtm) therapy, the thermogard xp ivtm system (serial (B)(4)) displayed mid:09 (air trap assembly) error message. According to the reporter, the attempt to clear the error was unsuccessful. Another thermogard console was used to continue with ivtm therapy. No patient consequence.